Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners. Unable to performed the displacement test due to display anomaly.

Event description:
A customer reported via phone call indicating physical damage on the screen of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.